Event description:
A physician reported that cutter did not move during surgery. The procedure type was unknown. The surgery was successfully completed on same day by replacing with same product. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).